Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient alert was triggered. Additionally, superior vena cava (svc) coil impedance was high and a lead fracture was suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range.